Event description:
The customer reported obtaining a false positive troponin I (access accutni+3) result for one (1) patient from the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer reported the result out of the laboratory; however, there was no report of any change or affect to patient treatment in connection with this event. Subsequent repeats of the sample generated results within the normal reference range of the assay. The access accutni+3 reagent was used in conjunction with the access 2 immunoassay analyzer for this event.

Manufacturer narrative:
(B)(6). The customer provided quality control, calibration and system check data for review and analysis indicates that all system parameters were within specifications. There was no pre-analytical sample handling issue noted and no indication that the access accutni+3 reagent was returned for evaluation. The cause of the event is unknown.